Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties. The patient was activated post op and doing well. Device will not return due to facility policy and electrocautery was used.